Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her son experienced diabetic ketoacidosis on (B)(6) 2020 due to a bent cannula. Reportedly, the patient was passing out and was not feeling good as the blood glucose level was over 1000 mg/dl, due to insulin not being received via pump. Further, the patient had multiple daily injection to resolve the issue. The infusion set had been used for less than one day. Subsequently, on (B)(6) 2020, he was hospitalized and was administered unspecified medication intravenously, fluids of saline, insulin and potassium drips which resolved the issue. On (B)(6) 2020, he was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.